Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard denali was deployed in patient with acute pulmonary embolism through the right common femoral vein in the infrarenal location under careful fluoroscopic visualization to ensure that all struts were above the area of extrinsic compression in the lower most inferior vena cava from large adjacent lumbar spine osteophytes. There was good deployment and descending positioning of the filter. The filter was not ideally centered in relationship to the tilted inferior vena cava due to scoliosis, but the hook was not opposed to the wall. Approximately three months of post deployment, patient was admitted for filter removal. A 11 french triaxial snare device was used to attempt snaring the apex of the filter but was unsuccessful given the filter apex position and likely embedded placement in the left lateral wall of the inferior vena cava due to severe congenital thoracolumbar spine scoliosis. A 5 french kumpe catheter and guidewire were then used to position around the filter apex from below and used to attempt reposition the filter and/or guide the snare device directly to the apex but was also unsuccessful. Attempts were eventually abandoned after 60 minutes procedural time. The failure attempt of filter removal was noted due to severe scoliosis and associated curvature of the inferior vena cava with the inferior vena cava filter tip completely embedded within the inferior vena cava wall. Patient was referred for additional attempt at inferior vena cava filter removal. Around nine days later, patient underwent interventional radiological exam for hemopericardium and another attempt of filter removal. Inferior vena cavogram was performed and demonstrated a denali inferior vena cava filter in place with good flow through the filter and no retained thrombus within the filter. Filter was seen to have the cephalad tip embedded within the left lateral inferior vena cava wall. Patient did have severe scoliosis and there was associated curvature of the inferior vena cava with apex of the curve near the region of the inferior vena cava filter hook. Some filling of paraspinal collaterals was identified. A supra-core wire was then placed and the catheter was exchanged over the wire for a 16 french 45 cm side-arm sheath. Sheath was placed to the inferior vena cava at the level of the filter. Endobronchial forceps were angled distally then placed through the sheath. Forceps were used to slowly removed endothelial/fibrinous tissue from the tip of the filter in order to free it from the inferior vena cava wall. The filter was grasped near the cephalad tip with the forceps and pulled laterally in order to free it multiple times. Eventually the hook of the filter was freed from the wall of the inferior vena cava and was grasped with the forceps. The sheath was then advanced over the filter and successfully retrieved. During the retrieval of the filter, it was noted that 2 leg fragments were present adjacent to the sheath within the inferior vena cava. Following removal of the filter the leg fragments were seen to embolize before snaring could be performed in the inferior vena cava. One fragment was seen in the right atrium and the second fragment was present within the left pulmonary artery. The filter legs fragment was eventually able to the engaged but snaring of the fragment was not possible. The fragment propagated into a lower lobe pulmonary artery branch. A 5 mm alligator retrieval device was able to grasp the fragment but was unable to maintaining grip on the fragment. Expro elite 10 mm snare was then placed and was used to successfully snare the filter leg fragment. The fragment was attempted be pulled into the cb2 catheter but this was not possible. The snare and catheter were then withdrawn. Upon withdrawal through the right ventricle the fragment became entrapped. Fragment was unable to be freed from the region of the tricuspid valve utilizing both forward and retrograde manipulation of the catheter and snare. Snare was opened but fragment was seen to be retained within the distal aspect of the snare. A 6 french ansell sheath was advanced over the snare and through the 16 french sheath to the distal snare and filter legs fragment. The leg was attempted to be displaced with both forward and retrograde tension. Fragment was seen to be completely entrapped. The fragment and snare were then attempted to be pulled into the sheath in order to completely ensheath the filter legs fragment. Upon doing this the distal aspect of the snare broke and the distal tip of the snare was seen to be retained on the filter like fragment. Fragments were identified with the retained fragment with snare tip at the tricuspid valve. Mild regurgitation was seen. Second fragment was not well visualized on echo but was seen fluoroscopically likely to be within the right ventricle or outflow tract. During cardiac echo, a thrombus was also noted within the right ventricle. Attempts were made with several guiding catheters, 18 to 30 mm en snare and 12 - 20 mm en snare. During snaring the retained filter legs fragment seen on the tricuspid valve was seen to become free and lodge within the right ventricle adjacent to the second fragment. Subsequently one of the fragments was noted perforating the cardiac wall. Despite extensive attempts to recapture, neither of the fragments were able to be engaged. Patient slowly developed progressing tachycardia and a moderate-sized, new pericardial effusion/hemopericardium with resultant cardiac tamponade was present and expanding. Emergent intervention was required for 5 french centesis catheter placement and advancement of an 8 french pigtail drainage catheter into the pericardial space. Tiny snare fragment was seen at the tricuspid valve and filter like fragments were seen within the ventricle. No definite protrusion of the filter fragments through the ventricle was identified. No residual thrombus was identified within the heart no significant pneumothorax was noted. Patient was then brought to the computed tomography scanner for computed tomography of the chest. Computed tomography with and without contrast was performed and demonstrated pericardial pigtail drainage catheter in place without significant pericardial effusion/pneumopericardium. No bleeding was identified. Snare fragment was identified in the region of the tricuspid valve and filter legs fragments were seen within the caudal right ventricle. No perforation of the ventricle was identified. A very small left-sided pneumothorax was seen with the pigtail drainage catheter traversing the very caudal, anterior pleural space adjacent to the left lateral edge of the liver. Patient was seen to be saturating well and pneumothorax was small. Around four years later, another computed tomography angiogram of chest without and with contrast was performed, revealing pulmonary artery embolism involving branches of the right descending pulmonary artery at the level of the right middle lobe and branches of the left descending pulmonary artery at the level of the lingula and left lower lobe. A curvilinear metallic foreign body spanning two first order branches of the right descending pulmonary artery was identified, compatible with an inferior vena cava filter fragment and presence of pleural effusion was noted. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc), positioning problem, filter limb detachment and retrieval difficulties.per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of inferior vena cava (ivc), positioning problem and filter limb detachment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed slightly tilted in a patient with scoliosis after being diagnosed with acute pulmonary embolism. At some time post filter deployment, it was alleged that the filter fractured with its tip embedded and fragments perforated into organs. The patient experienced pericardial effusion/hemopericardium with resultant cardiac tamponade. The device has been removed with a fragment remained. The current status of the patient is unknown.